Event description:
Additional information received reported that the cause of the event had nothing to do with the device. There were no abnormal impedance measurements. There was reprogramming on (B)(6) with electrodes +c ,-3,-2, pw210, rate 18. The patient did not require hospitalization. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID, 3058 lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type implantable neurostimulator product ID, 3093-33 lot# v768769 serial#, implanted: 2011 (B)(6), explanted: product type lead product ID, 3093-33 lot# v768769 serial#, implanted: 2011 (B)(6), explanted: product type lead product ID, 3037 lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3037 lot# serial#, (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
It was reported that the patient "had a bladder infection and was hospitalized." The patient outcome was not provided. Additional in formation was requested, but was not available as of the date of this report.